Event description:
Procedure: bowel resection. According to the reporter: customer reports that surgeon fired stapler. The stapler transected and stapled tissue but stapler would not open. The surgeon had to pull the stapler off the tissue which caused a small tear along staple line which the surgeon managed by the use of clips. No reinforcement material was used.

Manufacturer narrative:
(B)(4).